Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 patient experienced no audio output; however, after testing alarms the mother realized she just did not hear them.